Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 13mm in length, 1.7mm in diameter target lesion was located in the mildly tortuous and calcified left anterior descending artery. A 2.50mmx15mm maverick²¿ balloon catheter was advanced for dilation. However, it was noted that the balloon shaft was fractured 15 cm from the physician side. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded and there was blood in the lumen. The hypotube and inner/outer shaft was microscopically examined. The hypotube broke/fractured 77.5cm from the strain relief with numerous kinks in the hypotube. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed, 13mm in length, 1.7mm in diameter target lesion was located in the mildly tortuous and calcified left anterior descending artery. A 2.50mmx15mm maverick 2 balloon catheter was advanced for dilation. However, it was noted that the balloon shaft was fractured 15 cm from the physician side. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.